Event description:
It was reported that during a da vinci-assisted surgical procedure, error 319 occurred at endoscope controller (ec). A hard power cycle of vision side cart (vsc) was performed, but the issue persisted. The ec-video processor (vp) orange fiber cable was reseated and a hard power cycle was performed again. Despite multiple attempts, the issue was not resolved. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller and the fiber optic cable to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.